Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Donald is the end user of the nebulaizer and states it is not putting out the medicine.